Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# va2t840012 implanted: (B)(6) 2024-03-07 explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that the issue was their handset. Pt noted it was not changing or connecting for the usual amount of time. Pt also noted it was difficult to turn the handset off/on. Pt noted that the settings seemed erratic because the settings they use usually seem to increase more. Pt noted they were sent a new handset. Pt noted when lying down and they change settings, it jolts them kind of like a shock.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was pt rep says that when trying to turn stimulation down at night the pt feels like its going up, when in reality its going from 3.0 to 0.0. They said the settings "seem erratic, sometimes when the stimulation is off it still moves up and down". They said this started happening "this past week" and says pt tripped on october 29th and "went down to one knee". Patient has 3 different groups, and 2 of them are kind of related to the spine and lower spine, and one is a different one. They were able to adjust all 3 groups, but sometimes it doesn't work when it's even off, and it moves up and down when they have one of them off. When they tried to turn the whole thing off, the patient was having a problem with it, even if they turned it low last night, they could still feel it and it was uncomfortable, so they turned the entire thing off and took a shot and came back and said they still felt it was on. They said pt has to turn stim down at night because of the way the lead lays against their spine. Pt rep mentioned that the pt has parkinson's and a terrible back problem. They said they talked to a rep and was told to call. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue..